Event description:
It was reported, that the rigid video scope had dark image. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: insertion tube is bend, insertion tube is dent, video connector cover is dent, failure of r-unit. Based on the results of the investigation, it is likely that the customer's report of image was dark was due to the component failure of insertion tube. However, a definitive root cause could not be established. Based on the results of the investigation, the malfunction identified during the device evaluation insertion tube is bend, insertion tube is dent was due to a component failure of insertion tube. However, a definitive root cause could not be established. Based on the results of the investigation, the malfunction identified during the device evaluation " video connector cover is dent" was due to a component failure of video connector cover. However, a definitive root cause could not be established. Based on the results of the investigation, the malfunction identified during the device evaluation " failure of r-unit" was due to a components failure of the unit spanning from the distal end to the main body. However, a definitive root cause could not be established. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.